Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 05-oct-2017. The most recent information was received on 29-dec-2017. This spontaneous case was reported by an other health professional and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. D30798) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic migraine and occipital neuralgia. Concomitant products included pregabalin (lyrica). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), asthenia ("asthenia") and migraine ("migraine / her treatment for migraine increased"). On an unknown date, the patient experienced headache ("headaches"), rhinitis ("rhinitis"), dry eye ("ocular dryness") and nausea ("significant nausea"). The patient was treated with meteoxane, meteospasmyl, spasfon, berocca [vitamins nos], anti-inflammatory/ anti-rheumatic products and surgery (laparoscopy for bilateral salpingectomy and removal of the inserts). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, asthenia, migraine, headache, rhinitis, dry eye and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, back pain, dry eye, headache, migraine, nausea and rhinitis with essure. The reporter commented: integrity of fallopian tubes; no tubal perforation. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 876 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-dec-2017: similar incident listing attached and case updated accordingly. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 05-oct-2017. The most recent information was received on 29-dec-2017. This spontaneous case was reported by an other health professional and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. D30798) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic migraine and occipital neuralgia. Concomitant products included pregabalin (lyrica). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), asthenia ("asthenia") and migraine ("migraine / her treatment for migraine increased"). On an unknown date, the patient experienced headache ("headaches"), rhinitis ("rhinitis"), dry eye ("ocular dryness") and nausea ("significant nausea"). The patient was treated with meteoxane, meteospasmyl, spasfon, berocca [vitamins nos], anti-inflammatory/ anti-rheumatic products and surgery (laparoscopy for bilateral salpingectomy and removal of the inserts). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, asthenia, migraine, headache, rhinitis, dry eye and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, back pain, dry eye, headache, migraine, nausea and rhinitis with essure. The reporter commented: integrity of fallopian tubes; no tubal perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-dec-2017: device removal questionnaire received. Removal was performed on patient's request. She had concomitant condition of chronic migraines and of occipital neuralgia. She went to emergency due to abdominal pain and headaches. She mentioned rhinitis, ocular dryness, and significant nausea. The patient consulted many times and underwent many examinations. She was treated with meteoxane, meteospasmyl, spasfon, probiotic. Her treatment for migraines was increased, dosage of lyrica was increased as well as increased dosage of anti-inflammatory drugs. She also took berocca. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4). This spontaneous case was reported by an other health professional and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. D30798) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), asthenia ("asthenia") and migraine ("migraine"). The patient was treated with surgery (laparoscopy for bilateral salpingectomy and removal of the inserts). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, asthenia and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, back pain and migraine with essure. The reporter commented: integrity of fallopian tubes; no tubal perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-oct-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 613 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment . Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.